Event description:
The dentist reported 7 months after the dental implant was installed in intraoral region #24, it was verified its non osseointegration. 30 ncm of primary stability was achieved & immediate load was not performed.